Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the patient line and a cartridge change error occurred. Customer reported a blood glucose (bg) level of "high" read from the continuous glucose monitor. Customer addressed their elevated bg with a manual injection of insulin. Customer loaded a new cartridge to address the issues.